Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Have to dig out tampon - vagina [foreign body in reproductive tract]. Tampon string disconnects, string has been ¿unspooling¿, the string unravels, string had come loose - tampon [device breakage]. Tampon string disconnects... Have to dig out tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string has been unspooling and disconnected during removal. Serious injury reported.